Manufacturer narrative:
Info references the main component of the system and other applicable components are: product ID: 977d260, serial# (B)(4). Analysis of the returned trial lead model 977d260, serial #(B)(4) showed no anomalies.

Event description:
Information received from the manufacturer's representative reported that there were telemetry or interrogation issues with the lead. The event occurred during a trial procedure. Impedance testing was done with multiple cables and reprogramming was attempted. A different lead was used. The trialing cable was also having telemetry and interrogation issues. There was impedance testing done with multiple leads and reprogramming was attempted. A different product was used. The impedances were > 10,000 on all electrodes. It was noted that the live trial time was extended due to the diagnostic time with the lead and cable issue. The patient status at the time of the report was alive with no injury. Additional information received on (B)(6) 2014 reported that the impedances on the trial lead were >10,000 ohms on 2 trialing cables. The patient recovered without sequelae. Follow up information received on (B)(6) 2014 reported the patient had a successful trial and had an implantable neurostimulator (ins) implanted. If additional information is received a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.